Event description:
This procedure was performed in other country: during pullback of stent, the distal portion was stuck; this made it impossible to complete the pullback. Physician tried to remove the device from the guiding catheter, however; half of the stent that was initially deployed broke off and remained in external iliac left artery.